Event description:
The company was informed that the recipient's device was explanted. The recipient reportedly experienced necrosis and an e.coli infection at the implant site. The recipient was reportedly initially treated with antibiotics. The device then became exposed. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.3. Additional information regarding treatment details were not provided. The recipient is reportedly in the process of healing. The recipient is continuing to use bactrim. The recipient will be reimplanted once site fully heals. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. No further treatment details will be provided. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.